Event description:
It was reported that patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.